Manufacturer narrative:
Although the packaging is capable of being opened from either end, text and graphics are printed on the label to indicate the correct end to open the package to grasp the end of catheter. Patient reported she used another brand that does not allow opening from either end. Based on available information it cannot be concluded that the irritation reported from the improper use of the device caused the reported adverse event. The report was relayed through the dealer who did not have permission to provide the patient's personal details for further follow-up so this information and UDI data is not included in the report.

Event description:
Patient (user) reported she grabbed the wrong end of the catheter and inserted it backwards. She states she did this because the package is capable of being opened from either end. The patient stated this caused irritation that led to a bladder infection.